Manufacturer narrative:
The use of the heartstring iii device on severely diseased aortic tissue is contrary to the device instructions for use. The IFU indicates not to use the heartstring iii proximal seal system in the portion of the aorta where conventional surgical anastomosis would typically not be created due to presence of palpable disease. Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that two days following the completion of a CABG operation on female pt, the pt was admitted to the ER and subsequently expired. The procedure was performed using the left mammary artery on left anterior descending artery, and another target on the later wall in which two proximal anastomoses were performed. An autopsy revealed that there was an aortic dissection and the initial tear originated from the aortotomy. The autopsy confirmed a very severe disease of the aortic wall. The hospital will reportedly not be returning the product in question. Refer to MDR 2242352-2012-01198 for the related report. This report is being submitted to document the second device.